Manufacturer narrative:
A ge service rep performed an onsite investigation. The system x-ray tube, the high voltage tank, and the snubber printed circuit board were replaced. The filament was calibrated and the system configuration files were updated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a overload error message and the tube would not work. No pt injury was reported.